Event description:
It was reported that during a lead removal procedure, the lead casing broke near the tines. The wires detached from the contacts and stripped out from the distal portion and the casing and contact rings from the tines remained. The physician was removing the lead so the pt could have magnetic resonance imaging (MRI). Pt condition was reported as "fine". Add'l info was requested from the physician.

Manufacturer narrative:
(B) (4).